Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that an alert had triggered due to excessive charge times.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device had shorter than expected longevity with less than four years of service. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was additionally reported that the patient heard an alert when the battery was getting low. The device was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 88% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.